Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt indicated that the alleged issue started on an unspecified date/time around (B) (6) 2009 or (B) (6) 2010. The pt claimed that because of the power issue, she was unable to test her blood glucose. About a month and a half after the alleged issue began, the pt claimed that she developed a symptom of dizziness. She also claimed that on an unspecified date/time in (B) (6) 2010, she was hospitalized for 2 days for treatment of hyperglycemia. She received IV fluids and insulin treatment to lower her blood glucose level. It is unk if the pt's blood glucose was tested at the hospital. Through troubleshooting, the customer service rep (csr) determined that the meter's battery needed to be replaced. The pt did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she was hospitalized and received medical treatment for hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.